Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient had a change in stimulation coverage. There were no known factors that may have led to the issue. The rep said that impedances showed that contacts 0, 4, and 5 were greater than 10k ohms. The rep reprogrammed to existing good contacts and the patient was satisfied with the improved coverage. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.